Manufacturer narrative:
As deviations were found in the cleaning procedures at the facility, training was conducted. Damage was observed in the forceps channel. The endoscope was repaired by replacing the forceps channel. The culture test after the endoscope repair was negative. Deviation from the cleaning procedure and damage to the forceps channel are possible causes of the positive result, but it was not possible to determine this. The UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Manufacturer narrative:
Since ec-760r-v/m is similar to ec-760r-v/l(510(k) number: k172916), fujifilm submit this MDR. Once fujifilm obtains the forceps channel that was positive from the service center, it will be investigated. The supplemental MDR will be submitted if the additional information is available.

Event description:
This facility performs routine endoscopic cultures monthly. Since the culture of this device was positive, two more culture tests were performed and both of the results were positive. This facility requested the service center to replace the forceps channel that had tested positive. No health hazards have been reported.